Event description:
Information was received indicating that the downstream occlusion (dso) sensor of a smiths medical cadd solis vip pump could not be calibrated. No adverse effects were reported.

Manufacturer narrative:
Additional information received from the customer and attached by ICU medical on 31-jan-2022: I am not aware that either one of these occurred while being used by a patient. H6: event problem and evaluation codes: updated after additional information received.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced defective dso (downstream occlusion) sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.